Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: (B)(6) 2018 patient underwent a right tha. 14-jan-2023: patient began experiencing squeaking (no pain). (B)(6) 2023: the patient underwent a revision for squeaking. (B)(4). 28-feb-2023: patient dislocated while getting up from a couch and experienced pain. The patient underwent a closed reduction under sedation on (B)(6) 2023. The patient was placed in a leg brace due to continued instability which indicated the need for another revision. (B)(6) 2023: the patient underwent a second revision. (B)(4).

Event description:
I am reaching out to share what if feel is really important information with you. My journey as a hip replacement surgery began in (B)(6) 2018 when I had my initial right hip surgery. I recovered very well no issues until (B)(6) 2023 (B)(6) 2023, my hip began to "squeak" like an old screen door. I was unable to walk without experiencing pain and every step induced a squeaky step. My original surgeon has since retired so the next available appointment was wednesday (B)(6) 2023 at which time it was decided that there was a malfunction to my hip replacement which is less than 5 years old. (B)(6) 2023, I have a re-do of my original hip replacement spent two days inpatient and followed up with post op physical therapy. I did follow up with my routine 2 week appointment and all was going well doi: (B)(6) 2018. Dor: (B)(6) 2023. Affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter information is unavailable, as the source is a patient. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation. The photographs and video attached were reviewed, even though squeaking can be heard in the video the sound's origin cannot be traced to the patient, therefore the reported allegation cannot be confirmed and the investigation could not draw any conclusions about the reported event. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device lot# 8585759, and no nonconformances were identified. Device history review: a manufacturing record evaluation was performed for the finished device lot# 8585759, and no nonconformances were identified. Parts manufactured: (B)(4). Manufactured date: 20 july 2017. Scrap: none. Reprocessing: none. Non-conformance: none. Expiry date: 30 june 2030. IFU: 090200701.